Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. The customer's zip code exceeded the maximum allowable digits. Zip code is as follows: (B)(6).

Event description:
The customer reported a display failure wherein the segmented display is missing segments. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. The device was able to obtain readings and visually and audibly alarm when alarm limits were breached. The voltage of the failed led segments were lower than known good ones. The issue was isolated to the failed led segments. Customer's complaint was duplicated. A service history record review reveals that this unit was in the field for over five (5) year with no previous reported issues related to this reported event. Brand name was corrected from "pronto-7 spot check pulse co-oximeter" to "pronto spot check pulse co-oximeter." Catalog number was corrected from "9221" to "9167." PMA/510k was corrected from "k111403" to "k091057".

Event description:
The customer reported a display failure wherein the segmented display is missing segments. No impact or consequences to patient was reported.